Event description:
It was reported by the customer 1 cs of mfg#4412a arrived damaged with blood stains on the product.

Manufacturer narrative:
Customer reported they received 1 cs of mfg# 4412a that arrived damaged with blood stains on the product. No samples or photos were received by our quality team for evaluation therefore the failure mode could not be verified. A DHR review could be completed as no batch/lot information is available. A root cause could not be determined. Complaints are monitored and reviewed for emerging trends. Note: section a through f - the information provided by bd represents all of the known information at this time.